Event description:
Healthcare professional reported no complaint against the left side device. Later, physician reported "patient implemented device replacement and capsulectomy due to bilateral rupture for allergan breast implant." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, no complaint against the left side device. Later, physician reported, "patient implemented device replacement and capsulectomy, due to bilateral rupture for allergan breast implant". Device has been explanted and replaced.